Event description:
Caller reported getting erratic readings from their family member's freestyle meter. While on the phone, caller performed comparison tests with the freestyle flash meter and results were 89 mg/dl, lo (<20mg/dl) and lo again. The reported freestyle comparison results differ by more than 20% and meets MFR's definition of a malfunction.